Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic for a follow up, atrial lead noise was observed. During the procedure, it was determined that the noise was caused by a sharp angle in the lead near the suture sleeve. The physician believed that the bend was likely a result from an implanting technique. The lead was explanted and replaced. The patient was stable following the procedure.